Event description:
A report was received that the pt underwent a lead revision due to insufficient coverage from his stimulation. During the lead revision, the physician reported that none of the contacts on one of the leads were working. The lead was replaced and the pt was reportedly doing well after the procedure.